Event description:
I have the essure implants and when I went to my local women's hosp there wasn't much info on any problems. The only one bit of info told to me was you may experience heavier periods. But over the last month or so, I've had unbearable pain, losing my hair, tired more so than ever, pain with intercourse. Many other problems like nausea, weight gain that's just a few. I have been to my dr who didn't even know what essure implants were. Then he had the audacity to tell me basically the pains I'm having were due to a water infection, but I did a urine sample and it wasn't an infection. I did my research and to my horror they have pulled essure from production. I want these horrible things out, I can't cope with them anymore. How many women have to go to you before these essure are removed completely and are not FDA approved. I'm getting told it's all in my head but I know my own body and it's not right, I can't go on with it anymore. My cycle is worse than it's ever been. I don't want to go anywhere for fear of how heavy the flow is. It's not right. FDA safety report ID# (B)(4).